Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately on the afternoon of (B)(6) 2015, when she obtained alleged inaccurately erratic blood glucose results of ¿148, 60, 74 and 94 mg/dl¿ within 20 minutes of each other. Based on statistical methodology, the calculated difference between these blood glucose results falls outside lfs¿ criteria for precision. The patient manages her diabetes with medication, including metformin tablets. She reported that as a result of obtaining the alleged inaccurate results, she consumed food/drink. She claimed that an unknown time after the alleged issue, she developed symptoms of ¿arms felt funny, shaky and weak, personality¿ and that she self-treated her symptoms with more food and/or drink ¿around the afternoon of (B)(6) 2015¿. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient¿s blood glucose results were from the same approved sample site. The cca noted that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The meter involved with this complaint has not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.